Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device system was recently implanted. At a recent evaluation it was noted that the right ventricular (rv) lead pacing impedances were greater than 2000 ohms and then greater than 3000 ohms. Unipolar pacing was noted which caused some pain. The field representative questioned if the may have perforated. Boston scientific technical services (ts) discussed could have but that the lead impedance would not necessarily be that high. An x-ray was being obtained. Ts discussed a likely connection problem. Further information was obtained that the high pacing impedances were thought to be due to dislodgement. The rv lead was repositioned and measurements of 720 ohms were obtained through the pacing system analyzer (psa), but with the pacemaker, impedances of greater than 3000 ohms and noise were noted. Ts assisted with troubleshooting and once completed it was suspected that the spring contacts of the device header may be the cause of the issue. It was recommended to use another generator. Further information was provided that the physician flushed the rv port a few more times and then the lead noise appeared to resolve and good measurements were obtained during lead testing. Ts reviewed a potential spring connection issue. The pacemaker and lead remain in service. The physician thought that there may have been some form of body fluid or other material in the header at the time of the implant which likely caused the issue. No further issues were noted once the header was flushed and the lead was reconnected.